Event description:
Additional information was received while performing an ICD replacement due to bpa, the rv lead was disconnected from the generator and a bend in the lead near the pocket was observed. Lead provocative testing was completed and oversensing signals were reproduced on the ventricular channel. No intervention was performed, the lead was connected to the new ICD and the lead will be monitored. The patient was stable. (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained oversensing episodes were observed. No lead damage was observed on x-ray examination. In addition, provocative testing was completed and the oversensing episodes could not be reproduced. No intervention was performed, the patient was stable and will be monitored.